Event description:
The customer reported problems powering the unit on, and that there was an x in the ready for use indicator instead of an hourglass. The customer also noted that the battery won't charge/device won't charge the battery.

Manufacturer narrative:
(B)(4). The customer reported problems powering the unit on, and that there was an x in the ready for use indicator instead of an hour glass. The customer also noted that the battery won't charge/device won't charge the battery. The device was evaluated at philips. The symptoms was clarified as failure to power up. The issue was localized to the battery. The battery was replaced to resolve the issue.